Event description:
A falsely elevated ctni result of 1.36 ng/ml was obtained on a sample from a patient. The physician questioned the result. The sample was released in duplicate and results of 0.04 and 0.00 ng/ml were obtained. The laboratorian issued a corrected report. Patient treatment was not prescribed or altered as a result of the falsely elevated result. There was no report of adverse health consequences to the patient as a result of the falsely elevated ctni result. Analysis of instrument data indicated a maintenance issue with the reagent (r1) probe.